Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had a lvad fault alarm and reduced speed to 5000 rpm on (B)(6) 2021. A pump reset was performed the same day which resolved the lvad fault alarm and returned speed back to normal at 5500 rpm. No further issues since.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a transient pump stops consistent with electrostatic discharge (esd) events and subsequent lvad internal fault events associated with eeprom_communication_error and e2p_crc faults.; however, the lvad internal faults cleared after the patient¿s pump was reset. The controller event log files contained data from (B)(6) 2021 10:29:34 through (B)(6) 2021 12:48:22 and (B)(6) 2021 13:39:24 through 15:26:09. On (B)(6) 2021 at 09:27:46 there were com a and com b faults. A pump stop was captured on (B)(6) 2021 09:27:46 lasting 10 seconds. During the event, the pump speed reduced to 0 rpm and the low speed, low flow, lvad off, and pump stop faults were activated. Based on previous complaint history, this pump stop appears consistent with an esd event. Immediately after the pump stop, lvad internal faults accompanied by (f46) eeprom_communication_error and (f59) e2p_crc faults were captured through the rest of the file. Com a and com b faults, pump off, and low speed events were captured during the pump reset on (B)(6) 2021 at 15:10. The lvad internal faults cleared as of 15:11:00 after the pump reset was performed. The pump operated as intended at the set speed for the remainder of the log file following the esd event. The controller periodic and lvad event and periodic log files also captured the events seen in the controller event log file. Following the pump reset, no atypical events were captured. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. Heartmate 3 instructions for use outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Heartmate 3 lvas patient handbook outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.